Manufacturer narrative:
(B)(4). Date sent: 10/15/2019. Additional information requested and received: patient had prior egd, linx implant was placed on (B)(6) 2018. Patients main complaint was dysphasia and vomiting. No other known contributing factors. Device found in correct position at implant.

Manufacturer narrative:
(B)(4). Date sent: 09/24/2019. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that post implant of a linx device, patient was experiencing dysphagia. Patient had difficulty swallowing and vomiting. Device was explanted.